Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) alert due to high out-of-range right ventricular (rv) lead impedances, measuring between 1600 and 2000 ohms. Continued monitoring and follow-up were planned, as lead failure was suspected. The rv lead is a non-boston scientific device. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) alert due to high out-of-range right ventricular (rv) lead impedances, measuring between 1600 and 2000 ohms. Continued monitoring and follow-up were planned, as lead failure was suspected. The rv lead is a non-boston scientific device. No adverse patient effects were reported. This pacemaker remains in service.